Event description:
A guideright j tip, fixed core guidewire was selected for use in a right femoral artery puncture in an obese patient. At the end of the procedure, in the aortic arch, the guidewire was re-introduced into the sheath (non-sjm). The physician reported that due to the low support offered by the guidewire, excessive force was necessary, and the guidewire looped before it entered the introducer valve. As it was being advanced through the introducer, the introducer and guidewire bent and the guidewire was pushed under the patient's skin. A radiological image revealed the anomaly in the guidewire. A vascular surgeon confirmed no damage to the vessel, and no bleeding. The procedure was aborted and manual compression was applied. The patient's hospitalization was extended due to this event.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation.